Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 75-90% stenosed unspecified target lesion was mildly tortuous and calcified. The lesion was predilated and then the 2.50x20mm taxus express2 drug eluting stent (des) was advanced to the target lesion but was unable to cross. It was noticed upon removal that the stent strut was lifted up. The procedure was successfully completed with another of the same device. No pt complications were reported with the pt's current condition listed as "good".